Event description:
Reportable based on analysis completed on 04/14/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to cross a placed stent. However, the returned product showed stent damage. The index procedure was treating a 90% stenosed lesion located in the calcified, moderately tortuous proximal lad (left anterior descending) artery with a 3.00 x 20mm taxus liberte. The taxus liberte was unable to cross an unknown placed stent in the target lesion. The procedure was completed with another 3.00x20mm taxus liberte. There were no reported patient complications. The patient status is listed as "good."

Manufacturer narrative:
Examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to third rows with struts misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context. (B)(4).